Event description:
It was reported that a perforation occurred and the patient died. The target lesion was located in the calcified left anterior descending artery (lad). A rotawire was used in an atherectomy procedure. An apical wire perforation occurred. The echocardiogram revealed tamponade. The patient died. It was further reported, the microcatheter was advanced distally back over the rotawire for a long run to the apex. Four runs were made in the heavily calcified left anterior descending artery (lad), using a 1.5 burr. The rotawire and 1.5 burr were exchanged and nursed the mid lad. The perforation in the distal septal was then noted.

Event description:
It was reported that a perforation occurred and the patient died. The target lesion was located in the calcified left anterior descending artery (lad). A rotawire was used in an atherectomy procedure. An apical wire perforation occurred. The echocardiogram revealed tamponade. The patient died.